Event description:
Additional information was received from the patient. It was reported that they did not recall the issue of feeling shock in their legs. They were recovering from knee replacement and were still in rehabilitation.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they did not see anyone regarding the shock and nothing was done regarding that.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's son (caller) reported that they needed a replacement recharger and called 2 weeks ago to have it replaced, but they still have not received the replacement yet. Patient and technical services (pats) reviewed previous cases, and no replacement request was sent from the last 2 weeks. Patient and technical services (pats) asked caller if they were referring to the replacement a couple months ago, but caller stated they weren't sure but doesn't think the patient got the recharger a couple months ago. Caller stated that the patient was in a rehab in (B)(6) for knee surgery and they took the device with them, so the caller was not able to provide any information about the device. Information was received from a patient's representative (caller) regarding an implantable neurostimulator (ins). The reason for call was caller asked how they would go about having the implant removed. Caller mentioned that the patient has been complaining about the fact that they have to turn the stimulation up so high to get it to work, but then it shocks their legs. Caller said every time the patient mentions the issue, they go in to have the stimulation adjusted, stimulation would be better, but the next day would do the same thing again. Caller also mentioned the implant would be uncomfortable to lay on and said if the stimulation wasn't working, there was no sense in having it. Caller also mentioned they knew 4 people that have it but only one of them liked it. Caller stated that a manufacturer representative (rep) adjusted the patient's stimulation, the first time they had it adjusted. Patient and technical services (pats) informed caller that they would need to speak with patient's doctor with questions about the removal process. The patient was redirected to healthcare provider to further address the issue. When agent asked the caller for the event date, the caller didn't provide approximate date.